Event description:
Boston scientific received information that this implantable defibrillation lead exhibited loss of capture at maximum outputs. The patient is pacer dependent and asystole was observed due to the loss of capture. A chest x-ray was performed which revealed the lead was completely dislodged. An invasive procedure was performed and this lead was successfully repositioned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.